Event description:
It was reported that the atrial lead exhibited oversensing of noise. The patient was pacer dependent and in chronic atrial fibrillation. The doctor suspected that the atrial lead stopped working for some time. The lead was capped and replaced on (B)(6). The patient was in a stable condition before and after the procedure.